Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer experienced high blood glucose (bg) level (bg value not provided). Reportedly, the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit where bg was treated with manual injection and intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2026 with no permanent damage. Customer performed a supply change to address the issue.